Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "urinary frequency" and "implant pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had a surgical procedure to explant their device. The patient had not been doing well for a while and while the device had helped the patient at one time the patient was worried about their urinary frequency. The patient's device had been reprogrammed several times, and the patient was experiencing pain at the ins site mostly while laying down. When asked if the patient turned off the device to rule out device cause, the patient said they did and they still had pain. The patient has fibromyalgia and knows what the pain feels like, concluding that the pain is from that. The patient has other medical issues they have not been diagnosed with before. The patient's lupus and fibromyalgia could all be a contributing factor. The patient was not prescribed medication for this event.